Event description:
It was reported that the presenting electrogram for this right atrial (ra) lead revealed significant atrial undersensing leading to little tracking. Low intrinsic amplitude measurements were observed in addition. Technical services (ts) discussed programming sensitivity options. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.